Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified, which occurred during therapy initiated on (B)(6) 2013 at 21:44:09. During night drain cycle four, the patient's ultrafiltration reading was 1686ml, indicating the home patient (hp) drained 1686ml more than their maximum programmed fill volume of 2600ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.